Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the resection electrode the tip, ball of the snare was detached from the snare and ended up in the bladder. Now a foreign body was present in the patient, it was then recovered. The issue was found during an unknown procedure. There were no reports of patient injury or harm.